Manufacturer narrative:
Investigation summary: exec summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that a small liquid bubble came out of the needle. The returned syringe was tested and a clear droplet came out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Manufacturing (holdrege) will be notified of this issue. Photos: 27jul2021 (B)(4) received a photo complaint from material #328440 and lot #0307367; syringe 0.3ml 31ga 8mm: initial evaluation: examination of the photo indicates that the cannula has a clear droplet expelled from the outer tip of the cannula. The photo only shows the cannula and not the syringe. There is no evidence if the stopper is seated against the barrel or silicone pooling (excessive) inside the barrel. The lab did determine the liquid to be dc silicone which is used to lubricate the inside of the barrel to allow the plunger to move with ease at the time of use by the customer. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine, which feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. At the lubrication dial, the printed barrel is received to the barrel prep dial where air passes from probes and blows out any fm that may be within the barrel ID downward and out through the tip. Once this is completed the printed barrel indexes under the single silicone gun where a shot of silicone is sprayed into the printed barrel ID. Corrective action: purged and adjusted the silicone guns. CAPA/sa: based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd syringe 0.3ml 31ga 8mm had foreign matter on the device cannula or in the fluid path.   The following information was provided by the initial reporter: the consumer reported that when the needle shield was removed and pressed out the air from the syringe a small liquid bubble came out the needle. Date of event: (B)(6) 2021. Samples status: awaiting sample.